Event description:
It was reported via repair work order that brakes were not holding due to worn casters and base assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: don't have needed parts. Bed remains out of service.